Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an aspiration c error on their coulter lh 780 hematology analyzer. The customer reported that the aspiration c error was occurring before a sample was aspirated. There was no impact to patient results. Patient treatment was not impacted by this event. A field service engineer (fse) was dispatched to the customer's site. The fse observed a burned spot on a dried paper towel that had been left inside of the analyzer which burned the diluter 2 card. There was no other evidence of fire in the analyzer. There was no report of smoke or flames from the analyzer. The fire department was not notified and the use of a fire extinguisher was not required. The operator was wearing personal protective equipment (ppe) at the time of the event. The customer did not report any injuries. The customer did not seek medical attention. The fse replaced the diluter 2 card and verified analyzer performance per established procedures. The diluter 2 card controls blood detectors, reagent heaters, probe-wipe motor, and reagent reservoirs.